Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 15 mg/dl. The customer stated that the basal rate was set to 10.0u/h instead of 1.4u/h. Also, it was found that the insulin pump's piston made slightly more than one rotation during the prime test. Advised customer to discontinue using the insulin pump and revert to back up plan per md's instructions. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.